Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :neu_unknown_lead, product type: lead.

Event description:
Information received from an advanced evaluation patient implanted on (B)(6) 2016. On the night of (B)(6) 2016, the patient experienced a sharp, tight pain at the incision site. This pain only happened when lying down and was bilateral. Additional information from a healthcare professional (hcp) reported the pain resolved when the lead was removed.